Event description:
A malfunction on the pump was reported. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support assisted the customer in resetting the pump and provided instructions to continue using it. The malfunction code did not recur after the reset, and the customer was advised to contact support if the issue reoccurred.